Event description:
It was reported that the ilet user experienced elevated blood glucose after drinking tea with creamer without announcing a meal. Sensor reading was 214 mg/dl and a confirmatory fingerstick was 262 mg/dl. The user sought education on meal announcements and was advised not to make false announcements, with no insulin leaks reported and sufficient insulin remaining. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically related to failure to follow instructions regarding meal announcements and corrections, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.